Manufacturer narrative:
Additional information: initial reporter phone number provided. Image review: video images were provided from the account for review and appear to show the partial inflation of the stent balloon in the proximal rca. Full stent expansion was not achieved. Subsequent images appear to show the attempted withdrawal of a dislodged stent through the radial artery. The cause of the dislodgement appears to be related to the partial expansion of the stent but the images fail to confirm the cause of the partial expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug-eluting stent, stent dislodgment occurred during delivery to the lesion. The device was inspected prior to use with no issues. Negative prep was not performed. The lesion being treated was mildly tortuous and mildly calcified located in the ostium/proximal right coronary artery (rca) with 60% stenosis. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The stent was removed from the rca with a buddy balloon technique. It was unable to be removed from the patient and was implanted in the right radial artery. The event led to extended patient hospitalization for five days. The injury was temporary. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient is reported to be doing well. Facility name, address and phone number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.